Manufacturer narrative:
On 05/30/18, it was reported to mentor that the issue was discovered during physician exam. The patient has fully recovered after the surgery. The patient was not hospitalized. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/27/2018, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Black material was observed within the device. No foreign material was observed on the shell surface. Pe discovered several creases at the anterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/21/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Black material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered several creases at the anterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with a saline mentor smooth round spectrum 325cc breast implant filled to 400cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round spectrum 325cc breast implant, catalog number 3501450, serial number (B)(4), lot number 75353440 on (B)(6) 2018. The patient tolerated the procedure without complications.

Manufacturer narrative:
On 06/25/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).